Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed overinfusion, however, the root cause was not determined. (B)(4).

Event description:
It was reported that there were three occurrences of a volume discrepancy where the expected reservoir volume (erv) was greater than the actual reservoir volume (arv). The discrepancies are listed as follows: 1) the erv was 11.5ml and the arv was 6.0ml, 2) the erv was 4.7ml and the arv was 0.0ml, and 3) the erv was 4.1ml and the arv was 0.0ml. It was stated that on the third occurrence ((B)(6) 2014), the patient was seen in the emergency room (ER) for the overdose symptoms of nausea, vomiting, and drowsiness. The pump was removed for overinfusion. The status of the patient at the time of the event was alive and no injury. The pump was used to deliver hydromorphone, bupivacaine, and clonidine.

Manufacturer narrative:
Further analysis testing revealed no new or additional anomalies. Drug delivered was in simple continuous mode with hydromorphone 15 mg/ml at a dose of 6.706 mg/day, bupivacaine 5.0 mg/ml at a dose of 2.2353 and clonidine 300 mcg/ml at a dose of 134.12 mcg/day.

Event description:
The patient's medical history had included hta, and type ii diabetes.

Manufacturer narrative:
(B)(4).